Event description:
Customer's family relative called to report the pump had an off no power alarm and high bgs. Troubleshooting was performed. Device passed the test. Unit was not dropped, bumped, or exposed to moisture.